Event description:
It was reported by the user facility that the patient's skin broke down while on the mattress.

Manufacturer narrative:
Conclusion - manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted to indicate that the manufacturer did not evaluate the unit, as the mattress was not identified or made available by the facility for evaluation by a stryker technician. Facility did not identify unit involved in alleged event.

Event description:
It was reported by the user facility that the patient's skin broke down while on the mattress.